Event description:
The customer stated that she tested her blood glucose and received a reading of 88 mg/dl. She retested 20 mins later using her last test strip and received a reading of 41 mg/dl. The customer opened a new bottle and retested 20 mins later. Her reading was 83 mg/dl. Sometime later, the customer's son called paramedics. Paramedics tested the customer's glucose at 21 mg/dl using their meter. The customer did not provide any more info about the event. Troubleshooting showed the system to be operating as designed. The customer refused to return any product for evaluation.